Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the reported phenomenon was not duplicated and there were no abnormalities on the subject device. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the temporary failure of the printed-circuit board of the user facility owned video system center, because there were no abnormalities on the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that during an unspecified procedure the error e102 was displayed and the examination lamp of the subject device went out. The user facility cycled the power of the subject device and completed the intended procedure with the subject device. There was no report of patient injury associated with this event.